Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced an issue where the available patient list was not updating correctly. A technical support specialist contacted the pharmacist and explained that remote access to the station would be required and that the station would need to be taken offline to resolve the issue. The customer acknowledged and approved proceeding. Upon inspection, the station¿s c drive was found to be full. Disk cleanup was performed to free up space, and the device was rebooted. After the reboot, the station no longer displayed disconnect mode or critical override. Functionality was also verified on the hospital server (hsv). The customer was contacted and informed that the station had been fixed. The pharmacist stated that a nurse would perform testing at a later time. No further updates were received from the customer. The case ticket is being closed as the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient list was not updating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.